Event description:
The patient reportedly presented with skin flap breakdown due to an untreated hematoma. The patient was hospitalized on (B)(6) 2014. The device is reportedly functioning. Skin flap revision surgery occurred on (B)(6) 2014.